Event description:
It was reported the patient had the stimulator replaced approximately one year ago because it was difficult to charge it ¿because it was put in so deeply¿. It was reported the patient ¿could never recharge¿ it and the ¿battery went dead¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had his implantable neurostimulator (ins) repositioned "a year ago or more" because, it was difficult for him to charge. Refer to manufacturer report # 3004209178-2013-06930.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708160 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3708160 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 37712 lot# serial# (B)(4), implanted: 2009 (B)(6), product type implantable neurostimulator product ID: 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3998 lot# v032560v01, implanted: 2010 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3708260 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009-, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v032560v01, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information received reported the cause of the event was flipping of the implantable neurostimulator (ins). The issue with the ins was an ins inversion. Surgical intervention occurred on (B)(6) 2011. The ins was revised. The revision was of the right abdominal generator pocket. Signs and symptoms associated with the event were tilting of the generator. The patient had not required hospitalization due to the event. Patient outcome was no injury.